Event description:
It was reported that a damaged cannula occurred. The sensor was inserted into the abdomen on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: type of follow up- additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: medical device problem code- additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
It was reported that a damaged cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Product was provided for evaluation. An external visual inspection was performed due to sensor wire is detached from sensor pod. The allegation was confirmed due to the finding of a detached sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.